Manufacturer narrative:
On 13-dec-2022, photo analysis was completed. Subsequently, on 15-dec-2022, the product investigation (of the physical returned device) was completed. It was reported that an unknown patient was to undergo an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The electrodes were damaged with sharp edges. Device evaluation details: according to pictures provided by the customer, the third electrode was observed damage and partially raised from the vizigo sheath, also the fourth electrode was not noted attached to the vizigo sheath. Visual analysis of the returned sample revealed that electrode #4 was detached and the device was inspected under magnification, and it was found the silicon coating peeled off, some internal parts were exposed, and a wire is observed where should be the electrode. Electrode #3 was observed to be broken and sharp edges were exposed, and it was found the silicon peeled off. The sheath was found bent in the braid section next to electrode #4. It was observed scratches and a bent on the electrode section; were indicative of excessive force being applied. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin during the procedure. Due to the ring detachment issue, an internal action was opened. A device history record evaluation was performed for the finished device 00002004 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 27-oct-2022, it was identified that there was a accidental omission from the previous report. The omission is as follows: photographs of the complaint device had also been received by the bwi product analysis lab. The photographs will be analyzed along with the actual complaint device.

Manufacturer narrative:
Initial reporter phone: (B)(6) the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient was to undergo an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The electrodes were damaged with sharp edges. When the sheath was removed due to strong resistance, the 3rd electrode of the electrode was peeled back and the 4th electrode was not adhered, it dropped out and overlapped with the third pole. There was a slight resistance felt when inserting the sheath, and there was no strange feeling during operation. This occurred at the time of sheath removal after completion of the procedure, 3 hours after sheath was used. The procedure was completed. The patient's whole body was confirmed by fluoroscopy and CT, but no electrodes were found. The procedure was completed without patient's consequence. Resistance with sheath is not MDR-reportable. Electrode damaged with sharp/rough edges is MDR-reportable.